Manufacturer narrative:
Product analysis: it was confirmed that the display/overlay was out of specification. The display connection was cleaned, re-seated, and calibrated. The software was reloaded and updated, and the device passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer display was unable to maintain calibration, despite changing the stylus. The programmer was returned for service. There was no patient involvement.